Event description:
Customer reports unexpected negative reactions with all fya positive cells on crrs (4) and crrid, when testing a pt sample containing anti-fya. Customer reported that expected positive reactions were observed when testing other pt samples containing anti-fya. Repeat testing using tube method with panoscreen and panocell reagent red blood cells using peg as a potentiator resulted in 1+ to 2+ reactivity with fy(a+) cells.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention capture-r ready-screen (4), lot k130 and retention capture-r readyid, lot id082. Retention products performed as expected. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.